Event description:
It was reported the patient underwent surgical intervention to receive an add'l scs lead due to ineffective stimulation and to have her scs ipg electively explanted and replaced. Follow-up identified the patient is receiving effective stimulation with the new scs lead only.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.